Manufacturer narrative:
Device evaluaton: h3- type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Additional information: h6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Corrected data: h6- health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.0/1.0/078 (sphere/cylinder/axis) was implanted into the patient's right eye (od) (B)(6) 2023. The lens was removed and later replaced for a shorter length lens due to excessive vault.